Event description:
A customer in the united states contacted biomérieux to report a false resistant vancomycin result for a staphylococcus aureus organism (vrsa) in association with the vitek® 2 ast-gp75 test kit. The customer stated she was required to submit an incident report to the state lab regarding the vrsa result. In addition, the patient was transferred to a different facility; that facility notified the customer that their testing did not produce a vrsa result. The vancomycin result was susceptible. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse impact related to the patient's state of health. However, the discrepant vancomycin result initiated a patient transfer to a different facility. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: the strain was not submitted to biomérieux, therefore, the issue cannot be confirmed. Internal device history records were reviewed and no discrepancy or anomaly was observed during this review.